Manufacturer narrative:
The device was returned to our us facility, and has been repaired and returned back to the customer. We therefore are no longer able to ship it to the manufacturing site for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that customer received an error message "024a control stop system failure occured". No patient involvement reported. No negative impact on state of health reported.